Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number a portion of the reported dental implant was returned for investigation. Visual inspection of the as returned product identified a clean fracture that has separated the returned implant crown portion from the rest of its body, which was not returned. The reported device was located on an unknown tooth location and was used for approximately 15 years. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The product was returned and the reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI .g4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.